Event description:
The customer called the helpline for assistance with a set change. It was noted that the customer had difficulty doing the set change and was unable to complete the process. The customer was educated on the proper technique and was advised that a request for additional training will be made. At that point, the customer was instructed to contact the md for a back up plan of manual injections until additional training is done. A few days later, the sales rep called in and conveyed that the customer had lbgs. It was reported that the customer was taken to the ER and the md had adjusted the customer's basal rates. No further details.